Event description:
Rptr is a smoker who after experiencing 2 episodes of coughing up blood went to emergency room. In ER had chest x-ray that showed a spot on lung. Rptr referred to lung dr. Following a negative CT scan, rptr had a bronchoscopy. The results were normal however had constant cough following the bronchoscopy not able to work due to the constant cough. Cultures negative. Sent to ent who said maybe sinus infection. Treated with antibiotics x2 cough resolved. Had cough from day of test till resolved 4 mos later.